Event description:
It was reported that the pulse generator could not be interrogated. Attempts to retrieve measured data resulted in -data not read- messages. The device would be replaced due to approaching elective replacement indicator and inability to retrieve battery data.

Manufacturer narrative:
Na